Manufacturer narrative:
On 05/18/2018, it was reported to mentor that the date of explantation was updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, it was observed with no apparent damage. Leak testing was performed and it revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 275cc, catalog number 3502275, serial number (B)(4), lot number 7300829. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast augmentation procedure with saline mentor smooth round moderate plus profile 275cc breast implants and experienced deflation and capsular contracture on the right breast implant. Patient observed that the right breast looked smaller than the left breast. The deflation and capsular contracture were confirmed with the healthcare professional. As a result, the patient will undergo explantation and replacement with saline mentor smooth round moderate plus profile 250cc breast implant on (B)(6) 2018. The patient is not expected to be hospitalized.

Manufacturer narrative:
On 9/27/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of explantation was (B)(6) 2019 and the replacement devices were left: mentor smooth round moderate plus profile 250cc, catalog number 3502250, serial number (B)(4), lot 7646564, and right mentor smooth round moderate plus profile 250cc, catalog number 3502250, serial number (B)(4) , lot 7646564. Manufacturer¿s reference number: (B)(4).